Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter to deploy. The device was then removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.